Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. It was noted that the surgeon did not have enough bone cement available during the procedure, and had initially implanted the devices without cement, which is an off-label use of the devices. He then re-implanted the devices 4 hours later with cement. Instructions for device use state to not sue this product for other than labeled indications and are for single use only. The root cause of the reported issue is user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00585004301, femoral component, lot # 63705507, 00585003017, articular surface, lot # 64084673, 00585205014, fluted stem extension, lot # 64178369, 00585204030, stem collar, lot # 64010286, 00598801014, stem extension straight, lot # 64244975. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01437, 0001822565 - 2019 - 01438, 0001822565 - 2020 - 00089, 0001822565 - 2020 - 00091, 0001822565 - 2020 - 00092.

Event description:
It was reported that the patient underwent knee revision due to a periprosthetic distal femoral fracture. During the surgery, the surgeon became aware that the hospital did not have the correct cement to implant the devices. The surgeon implanted the patient without cement. Subsequently, the patient was brought back into surgery 4 hours later when the surgeon correctly implanted the devices.